Manufacturer narrative:
The t:slim g4 user guide states: ¿your t:slim g4 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not logging data despite being in use. Review of the pump data logs by tandem technical support showed that the customer did not interact with the pump on the reported event dates. Additionally, multiple auto off alerts and alarms occurred indicating that the pump had not been interacted and that the customer did not input blood glucose (bg) values into the pump. There was no reported impact to the customer's bg level.